Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified tibial peroneal trunk. A 3.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 12atm within 30 seconds. The device was removed without any problem and the procedure was completed with another of same device. No patient complications were noted and the patient was in good condition post procedure.